Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2013. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the generator was replaced due to battery depletion. The generator was received for analysis. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The explanted lead was not received for analysis.

Manufacturer narrative:
Age at time of event and date of birth; corrected data; initial MDR inadvertently listed wrong date of birth and age at time of event.

Event description:
The initial MDR stated that the patient had a surgery in which both the generator and lead were replaced. Operative notes from that replacement surgery were received and indicated that the lead was not replaced. It appears a diagnostics test was performed during the surgery which resulted in normal values, and the lead was not replaced due to this. The patient has now been referred for revision surgery, and more clinical notes were received as part of the referral process. The clinical notes further indicated that the lead was not replaced and provided multiple system diagnostics results showing intermittent high impedance. The notes stated x-rays were reviewed by the neurologist and the lead appeared intact. It is likely that a micro-fracture of the lead is present causing the intermittent high impedance. Also, the patient experienced an increase in seizures that was attributed to the loss of therapy caused by high impedance. Since it was previously thought that the patient's lead was replaced, two high impedance events were subsequently reported with an unknown suspect device. One was identified via a periodic review of programming history data (reported on MFR. Report # 1644487-2015-05879). A second high impedance event was reported approximately 2.5 years later when x-rays were received by the manufacturer for review (reported on report # 1644487-2018-00110). These events were not identified as being related due to the difference in time between the reports. These high impedance reports are a continuation of the same event, and all further information regarding the high impedance will be reported using MFR report #1644487-2015-05849. No additional or relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data; corrected data; supplemental MDR #1 inadvertently omitted information that was known prior to submission.

Event description:
It was reported that the patient's lead and generator were replaced. The explanting facility does not return devices per the hospital's policies. No additional or relevant information has been received to date.

Event description:
Analysis of the generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis for the lead was completed. The lead¿s electrodes were not returned for evaluation. Three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The outer silicone tubing has an abraded opening from which the lead coils are protruding out from the outer silicone tubing (still within their inner tubing). The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut end of the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4). Supplemental MDR #3 inadvertently omitted information that was known prior to submission.

Event description:
The patient's explanted generator and lead were received by the manufacturer. Product analysis is underway but has not been approved to date. No additional or relevant information has been received to date.